Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, the ventilator gave &quot;more than 30 of the maximum internal pressure&quot;. The patient was transferred to another ventilator without any reported harm.